Event description:
The customer reported to olympus, the hf unit esg-400 suddenly lost power without any alarm or error code. The problem continued because it restarted automatically, but the problem occurred again. The rising phenomenon occurred twice in one case. As a result, machines had to be replaced during the case. A beeping sound was ringing at irregular times. The equipment on the trolley is powered on and plugged into a red outlet so there are no problems with the power supply within the hospital. The issue was found during transurethral resection of the prostate in saline (turis) procedure. The customer wanted to know if the forceps were to blame for touching the strange wires. The patient felt uncomfortable with the turis electrode. The procedure was completed without any problems by replacing the same type esg400. There was no health hazard to the patient. There were no problems in the pre-use inspection. The procedure extension time is about 5 minutes for esg400 replacement.

Manufacturer narrative:
E1:(B)(6) hospital. The device was not returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003724334.